Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pacing lead was placed in several locations and had very bad thresholds. The lead helix was extended and retracted many times and finally would not extend anymore. It was noted that the patient had a very fibrous right ventricle due to a septum patch implanted after a tricuspid surgery. The lead was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.